Manufacturer narrative:
Inspection of millipore filter air vents revealed fluid leakage could occasionally occur at low pressures and/or during normal gravity infusions. Millipore, the supplier of the filter, identified the root cause for the leaking condition and has reported the cause was attributed to air vent mfg process changes. These process changes were specifically linked to changes in air vent welding operations. Millipore is currently validating a different vent seal process which should provide a more robust vent seal, and resolve the reported difficulties. Baxter has also implemented actions to challenge the robustness of the air vent during co's set assembly process.

Event description:
Account reports numerous incidents, "almost every tubing", in which air is noted in the tubing when the flo-gard pump alarms "air", and the air ulitmately migrates downstream thru and past the filter. Reporter stated they usually do not experience difficulty during the priming process. Infusates are usually maintenance solutions, a common one is dextrose 5 1/2 normal saline with potassium, with flow rates ranging from keep vein open to 150cc/hour. Reporter added that they did not experience this with the "old filter". No patient compromise. Note- during testing of returned samples for the aforementioned issue, leakage was noted at the millipore air vent. This information being reported due to historical reporting.